Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in clinic after experiencing inappropriate shocks, in the form of anti-tachycardia pacing - atp. After further investigation it was found that the right ventricular lead was over-sensing noise. Physician reprogrammed the device. It was then decided to cap and replace the lead on (B)(6) 2020. Patient condition was stable after the procedure.